Manufacturer narrative:
The gas delivery system assembly was returned for failure investigation. The customer complaint was verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration. Upon further investigation, the following has been reported: instrument was outside of clinical use, and therefore does not present potential risk of patient harm or injury. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Further information received that the device was not in use at the time of the event.

Manufacturer narrative:
Report date: 17sep2021.

Event description:
It was reported that the ventilator would not go into standby mode after ventilation. Reportedly, the customer was done with the unit and was attempting to put it into standby. There was no patient harm was reported. The customer troubleshot with technical support and was advised to replace the air and o2 sensor. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair/service of the device have been unsuccessful. The device was being used for treatment when the reported event occurred, with no report of medical intervention required, and no patient harm.